Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of replace controller alarm due to a backup battery fault alarm was confirmed via the submitted log files. A review of the submitted log file ((B)(6)) spanned approximately 13 days (21apr23 ¿ 04may23 per time stamp). On 04may23 from 05:30:10 to the end of the log file, there was a replace controller alarm that was accompanied by a yellow wrench advisory due to a backup battery test circuit fault. There was a backup battery fault without an associated error code active on 28apr23 at 10:59:04 that resolved on its own shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis and was exchanged. The provided information indicated that the exchanged resolved the issue. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there was a single backup battery fault on 28feb2023 that appeared to resolve on its own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a replace system controller alarm since (B)(6) 2023 at 05:30. A review of the log files revealed yellow wrench alarms beginning at 05:30 on (B)(6) 2023. The system controller was exchanged after downloading log files. The alarms resolved following the system controller exchange.